Event description:
The customer reported that the cannula was not inserted all the way into his skin, but that he was able to hear the loud clicking sound of the needle insertion. He also stated that he did not observe any insulin delivery outside the body.

Manufacturer narrative:
The returned product was evaluated and a needle mechanism failure was found. Mechanism rails-wings did not capture slide insert was determined to be the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.